Manufacturer narrative:
H.6. Investigation findings: investigation findings code updated to code 213 as a result of the completion of a DHR review. H.6. Investigation conclusions: conclusion code updated to code 4315 and 22 h6: code 22 ¿ according to the gore® dryseal flex sheath instructions for use, adverse events with may occur and/or require intervention including, but not limited to, vascular trauma.

Event description:
The following information was reported to gore: on (B)(6) 2021, a patient underwent endovascular treatment of an abdominal aortic aneurism using gore® excluder® aaa endoprostheses and gore® dryseal flex introducer sheaths. Dsf1233 was used for a left access. After the dsf1233 was removed, an angiography revealed a dissection at the left external iliac artery. An additional bare metal stent (epic 8 mm x 80 mm) was implanted to the part of the dissection. The patient tolerated the procedure. The physician stated that the dissection might be caused by the fact that the device was pushed up quite a bit in order to deflect the excluder within the abdominal aneurysm. Reportedly, the patient had a history of cardiac disease.